Manufacturer narrative:
The product will be returned for evaluation; however, as of today it has not been received. Please note that this device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in united states.

Event description:
The report received from our affiliate indicated that a 2.0x20 mm worldpass percutaneous transluminal coronary angioplasty (ptca) balloon catheter was selected for a coronary intervention to treat a non-tortuous, non-calcified lesion at the mid-left cicrumflex. However, the balloon catheter could not be inflated; contrast agent flowed out from the distal tip of the balloon as the physician began to inflate at only 1-2 atm. Consequently, the catheter was withdrawn from the patient without any injury.